Event description:
It was reported that cuff leakage was found during patient use. The issue was resolved when replaced with a different lot. No patient injury was reported.

Manufacturer narrative:
Other text: the initial rr was blank in b1, but listed serious injury in h1. (B1 is updated) a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review.